Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's mother thinks the infusion device delivered insulin without her or her daughter programming it to do so. She stated that more than 100 units of insulin were programmed to be bolused. Eventually the insulin cartridge ran out of insulin. The patient's blood glucose level was 3.1 mmol/l (55.8 mg/dl). The patient's mother gave her sugar to correct the low blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.